Event description:
Olympus was informed that the user facility staff had never manually flushed or reprocessed the elevator wire channel of the duodenovideoscope since the device was placed in use. There were no reports of pt or user harm associated with this occurrence.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Based on the info provided by the user facility, the subject device was not being reprocessed according to the device instructions for use. An olympus endoscopy support specialist (ess) visited the user facility to provide training on appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution.